Manufacturer narrative:
Corrected information: the qe review date should be 09/29/2021. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: as reported, during a lower extremity angiogram from the contralateral side a flexor ansel guiding sheath stretched out as it was being removed. Access was patent and the target location was over the iliacs into the tibials. The user was pulling the sheath through the iliac artery without the dilator in place when the stretching began. The anatomy was noted to be narrowing, calcified, tortuous, and scarred. Bilateral iliac stents were in place, but the user did not think that the stents caused the sheath to stretch out. No portion of the device had been left in the patient. The patient did not require any additional procedures or prolonged hospitalizations. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. The customer returned one device to cook for investigation. Physical examination of the returned device showed: visual inspection results, one device returned in used damaged condition. Sheath was separated from the hub; no coils were visible. There is no evidence from device failure analysis that the complaint was manufactured out of specification. In response, cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. A global shipment report was unable to definitively conclude the complaint lot number. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "warnings¿: ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance I anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ ¿precautions¿: ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath.¿¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ ¿sheath removal¿: ¿insert a wire guide until its tip extends at least 10cm past the tip of the sheath.¿ ¿remove the sheath. Avoid applying traction to the hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ ¿remove the wire guide.¿ ¿how supplied¿: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that user error contributed to this failure mode as the sheath was removed under a lot of tension without the dilator in place. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Device evaluation has begun, but is not complete. The results of the investigation will be reported when it is complete. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a lower extremity angiogram from the contralateral side a flexor ansel guiding sheath stretched out as it was being removed. Access was patent and the target location was over the iliacs into the tibials. The user was pulling the sheath through the iliac artery without the dilator in place when the stretching began. The anatomy was noted to be narrowing, calcified, tortuous, and scarred. Bilateral iliac stents were in place, but the user did not think that the stents caused the sheath to stretch out. No portion of the device had been left in the patient. The patient did not require any additional procedures or prolonged hospitalizations. The patient did not experience any adverse effects due to this occurrence.